Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with vehicle accident. Approximately seven years nine months post filter deployment, computerized tomography (CT) scan revealed that the filter struts detached and perforated the inferior vena cava wall and one strut penetrated the right ureter. The device and the detached strut has been removed by complex surgical procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for alleged filter limb detachment and perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with vehicle accident. Approximately nine years post filter deployment, computerized tomography (CT) scan revealed that the filter detached and struts perforated the inferior vena cava wall and one of the strut perforated the right ureter. The device and the detached strut has been removed through complex surgical procedure . The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with vehicle accident. Approximately seven years nine months post filter deployment, computerized tomography (CT) scan revealed that the filter struts detached and perforated the inferior vena cava wall and one strut penetrated the right ureter. The device and the detached strut has been removed by complex surgical procedure . The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2013), g2, g3, h6 (patient) h11: d1, d4, h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and ten months later post filter deployment, a computed tomography of abdomen and pelvis was performed for hematuria. The study showed an inferior vena cava filter was present and multiple struts of the inferior vena cava filter extended beyond the wall of the inferior vena cava. Also, one strut on was in close proximity to the right ureter and may extended into the right ureter. On the next day, during cardiologic consultation, the patient reported flank pain. Also, it was mentioned in the planned assessment that there was ureter perforation in the presence of inferior vena cava filter and a computed tomographic study noted that several limbs of the inferior cava filter had penetrated beyond the wall of the inferior vena cava with one in close proximity to the right ureter, possibly penetrated the right ureter wall. It was discussed to plan a venogram to evaluate mal-positioned inferior vena cava filter. An x-ray of kidney, ureter and bladder was performed for ureter perforation and hematuria on the same day and the study showed an inferior vena cava filter with apex at l3 level similar previous. On the next day, a venogram was performed for inferior vena cava filter evaluation. The study showed that the inferior vena cava filter was coaxial and located in the distal inferior vena cava just above the confluence with excellent flow through the filter and no signs of thrombus or obstruction. Also, all legs of the filter appeared intact without fracture in place in lower inferior vena cava with no thrombus or obstruction. The result mentioned as inferior vena cava filter in place in lower inferior vena cava with no thrombus or obstruction. After one week, the patient complained of chest pain, abdominal pain and edema in lower extremity. A diagnosis plan was provided which mentioned that the inferior vena cava filter with strut perorated outside of inferior vena cava and penetrated the right ureter and the patient would like to have the filter retrieved at this time. After six days, through the right internal jugular vein approach, the bard g2 inferior vena cava filter was removed. Brief procedural notes were provided which mentioned that the right internal jugular vein was accessed. An inferior vena cavogram was performed which demonstrated a g2 bard inferior vena cava filter was in good position without thrombus. Then the venous access was followed by insertion of terumo medical 10 fr pinnacle 10 cm sheath and a cook medical 10 pi' x 45cm check-flo performer sheath. Finally, the inferior vena cava filter was removed using grasper. It was concluded as successful retrieval of a conical inferior vena cava filter. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter detachment issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b2, d4 (expiry date: 02/2013), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with vehicle accident. Approximately seven years nine months post filter deployment, computerized tomography (CT) scan revealed that the filter struts detached and perforated the inferior vena cava wall and one strut penetrated the right ureter. The device and the detached strut has been removed by complex surgical procedure . The current status of the patient is unknown.